Event description:
It was reported the autoclavable camera head exhibited purple flickering image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and water tightness was lost. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to disconnection in cable unit. Additionally, due to a scratch on rear cover, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.